Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display. Customer reported that blank display did not return and battery cap neither missing nor damaged. Customer¿s blood glucose level was unknown . The insulin pump will be returned be for analysis.

Manufacturer narrative:
After battery installation, no unexpected blank displays were noted. The menu and right keypad buttons were not working due to corrosion. Per visual inspection there were traces of corrosion on the keypad traces underneath the buttons. Unable to perform sleep current measurement, active current measurement, and self tests due to the damaged keypad. The center (enter) keypad button is cracked in the middle.